Event description:
Additional information received indicated that undersensing was also observed on the device. Additionally, abbott technical support reviewed device session records and did not suspect that the backup pacing delivered due to loss of capture resulted in an episode of non-sustained ventricular tachycardia.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture was observed on the device. Additionally, the customer is concerned that the backup pacing delivered due to loss of capture may have resulted in an episode of non-sustained ventricular tachycardia. The device was reprogrammed to resolve the event and the patient was in stable condition.